Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the device would not staple but cut. The case was completed with sutures. The case was extended approximately 2-3 hours. There was no adverse patient consequence.